Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were overlapping on the ligator cap and the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.